Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal/cervical/neck pain. It was reported that the patient was unable to get the ins recharger (insr) to charge the ins past 50%. The patient sat for 3 hours the night before the report with all 8 bars and then another hour the following morning and could not get past 50%. It was noted that in the past they frequently would have coupling drop completely after a min of having 8 bars. The patient was sent adhesive discs and when they use them and sit down the coupling goes away, and they have to reposition the antenna multiple times and sometimes they just give up. The patient stated that any time the battery drops below 50% they loose pain control. Follow-up was conducted with the patient as they have no managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the recharger resolved the inability of the ins to charge past 50%. The ins is not charging to 'full.' The patient also reiterated the previously reported complaint regarding the loss of coupling, and stated that after loosing bars it sometimes takes several minutes to get them back and several hours to charge up.